Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium. The hemostatic valve was displaced. While prepping for the case and attempting to advance the dilator, so much pressure was needed to overcome the resistance that the hemostatic valve was pushed into the handle. The sheath was replaced and the issue was resolved and the procedure continued. The hemostatic valve was separated. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not used beyond prep on the table. Patient was not yet present in the room. Sheath was removed from the lab before patient entered the room. No patient consequences were reported. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component and a bent was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis insertion angle. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Once the hemostatic valve was removed, the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt but no obstruction was detected. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record review was performed for the finished device 50000118 number, and no internal actions related to the complaint were found during the review. The hemostatic valve issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the resistance with sheath issue, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).